Manufacturer narrative:
Date of event, implant date: dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after clip implantation, the patient became hemodynamically unstable [arrhythmia] requiring medication and placement of a pacemaker. It was reported through a research article identifying the mitraclip device used in an (B)(6) year old woman with severe mitral regurgitation (mr). A mitraclip ntr was positioned in a3/p3 and immediately after a complete atrioventricular (av) block without ventricular escape developed. The patient became hemodynamically unstable and required epinephrine and placement of a temporary pacemaker. The clip was placed across the a2-p2 segments adjacent to the a3-p3 segments, which significantly reduced the mr. There was no sign of recovery of av conduction intraoperatively; therefore, a permanent pacemaker was implanted. A postoperative transthoracic echocardiogram showed minimal mr, a mean mv gradient of 5 mm hg at a heart rate of 60 to 70 beats/min, and no pericardial effusion. The patient was discharged on post-operative day 1, and there was no evidence of av conduction recovery on day 7 clinic follow-up. Details are listed in the attached article, complete atrioventricular block a rare complication of mitraclip implantation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported arrhythmia. Arrhythmia is listed in the instructions for use (IFU) as known a possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.